Event description:
The customer reported random high flagged results for wbc (white blood cell) count and basophil% (differential) on multiple samples when using the coulter act 5 diff cap pierce (cp). The customer indicated that all questionable results were rerun on the same instrument for verification; rerun results were reported out as correct. There was no report of erroneous test results reported out of the laboratory for this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed the wbc (white blood cell) results were failing reproducibility. The wbc aperture and count syringe o-ring were replaced resolving the event.